Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site ID-subject ID: (B)(6) was implanted with an elevate sling on (B)(6) 2009. On (B)(6) 2009, pt reported pain/discomfort-pelvic. Site determined that this event is possibly related to device and procedure, the severity was moderate. Medical intervention: tylenol po prn. On (B)(6) 2009, the event was continuing and ultra sound was ordered. On (B)(6) 2009, pelvic pain still present, but improved. On (B)(6) 2009, the event was resolved. No further info provided.